Event description:
It was reported via repair work order that there was no power to the unit due to non-stryker plug end had been installed on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.